Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty loading a cartridge due to corrosion on the pump housing. There was no reported adverse impact to the customer's blood glucose level due to this issue. During a follow-up, it was reported that the customer reverted to manual injections for insulin therapy.